Event description:
It was observed that during the device evaluation, the flex video scope exhibited nozzle had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g3:, h6: correction is being made to previously submitted g3: date received by manufacturer. The correct date was 04/02/2024. Correction to h6: component code 841: imager does not apply to this event. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over six years, since the subject device was manufactured. The legal manufacture was unable to confirm, whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause could not be identified. The subject event can be detected and prevented, by implementation in accordance with the below instructions for use. Instructions for cf-290 series: operation manual, chapter 3: ¿preparation and inspection¿: describes how to detect the subject event. Instructions for cf-290 series: reprocessing manual, chapter 5: ¿reprocessing of the endoscope (and related reprocessing accessories)¿: describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.